Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous and heavily calcified lesion in the mid circumflex artery. The balloon inflation of a 2.5x20mm trek rx balloon dilatation catheter (bdc) was attempted; however, the balloon slipped. The procedure was successfully completed with the deployment of an unspecified xience stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.